Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ad66. Investigation summary: the analysis results showed that one gst60b reload was received with the one piece sled detached and unfired making it nonfunctional. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before firing, plastic reload stuck in stapler. Took a new reload to complete procedure. No patient consequence.